Manufacturer narrative:
The viper polyaxial driver was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip. Optical imaging identified plastic deformation at the hex-lobes along with torsional shear markings. These images suggest that the driver underwent a quasi-static torsional shear failure likely due to unanticipated torque loads. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown product information not yet available. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver broke off intraoperatively. It was not possible to insert the screws completely or to remove. It's not clear if the screw have to be removed.

Manufacturer narrative:
Neither device sample nor the picture of the reported device was provided since the alert date of (B)(6) 2017. Should more information and/or the device sample become available later, this complaint file will be reopened and device will then receive a full evaluation. The exact part and lot number combination is unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.